Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and leaking internal battery. This report is made based on the results of an investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 5/26/15 with the following findings: battery compartment is cracked below the bumper pad. Removed pump cover; a visible inspection confirmed the internal battery was leaking. Black box confirms that the time/date reset to default setting after power on reset and this was duplicated during investigation. (B)(6).